Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The alleged inaccuracy began at an unspecified time on (B)(6) 2013. At an unspecified date/time, the patient obtained a blood glucose result of ¿188 mg/dl¿ with the subject meter and ¿228 mg/dl¿ with another device (unknown type), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages her diabetes with an insulin pump and continued with her usual diabetes management routine in response to the alleged inaccurate result(s). At the time of the follow-up call, the patient informed the mss that she tests her blood glucose 4 times a day and that her normal/typical blood glucose readings range from ¿150-160 mg/dl¿ in the morning and ¿80-200 mg/dl¿ throughout the rest of the day. The morning of (B)(6) 2013, the patient stated she tested her blood glucose with the subject meter. The patient does not recall the result obtained at the time; however, she stated it was within her normal range. The patient stated she took her usual dose of insulin (unknown dosage) in response to the result she obtained at the time. At 10:30 a. M. That same day, the patient reported developing symptoms of ¿vomiting and felt exhausted¿. The patient tested her blood glucose at the time and obtained a result of ¿180 mg/dl¿ with the subject meter. The patient stated she called her doctor and was advised to go to the emergency room (ER) since her doctor was not available at the time. The patient stated her blood was drawn at the ER and she obtained a blood glucose result of ¿488 mg/dl¿ from a laboratory device. The patient stated a health care professional (hcp) informed her that she was in ¿dka¿ and was admitted to the hospital. The patient stated she was given an insulin drip by a hcp and was released from the hospital 2 days later. The patient mentioned that her ¿white count was up¿ and that she had a ¿virus¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.